Event description:
It was reported that during testing at the manufacturer, non-sterile oil was leaking from the device. There was no patient involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
Internal components were evaluated which revealed that non-sterile oil was leaking from the diffuser block of the device.